Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that when the users tried to shock the patient, the device delivered the shock and the users heard a "shock delivered message", but they did not observe any response from the patient (muscle contraction), therefore believing that the device did not shock. The users then decided to use another device to shock the patient. It was reported that the involved patient died.

Manufacturer narrative:
The customer declined to provide additional patient details and a statement regarding if they believed device behavior impacted patient outcome. Further, there was no allegation from the customer that device behavior impacted patient outcome. The device was evaluated by a philips field service engineer (fse) and no failures were identified. During philips evaluation the device passed all required testing and was able to properly discharge. Patient ECG strips from the incident were requested but not available for review. The device passed all performance assurance testing and remains at the customer site. There is no information to support that a device malfunction occurred.